Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified shunt. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres for 60 seconds. The balloon was completely removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.